Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 18-apr-2017, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 19-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient hasn't had the ins on for like 3 years because the therapy didn't work well. The patient mentioned a loss of therapy. The patient stated he had a lower back surgery where they removed 4 discs and fused his lower back. The patient stated his balance has not been very good since the back surgery so he has fallen periodically. The patient stated the leads have moved because of those falls. The patient was now having concerning pain, so he wants to either get the stimulator removed or fixed. No further complications were reported.